Manufacturer narrative:
(B)(4): devices not received, log review only. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported an overinfusion of 5fu (fluorouracil). Fluorouracil 3228 mg in ns 1000 ml was to infuse at 21.7 ml/hr and should have lasted 46 hours but instead completed sooner than expected the following day (specific time not provided). There was no report pt harm or medical intervention. Although requested, no further pt or event info was provided.